Event description:
It was reported that this right ventricular lead was explanted shortly after implant due to a micro dislodgement. It was also noted that an x-ray and fluoroscopy were performed, and no noticeable change was found. This lead was successfully replaced. No additional adverse patient effects were reported.